Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that this patient experienced peritonitis. Follow-up with the pdrnrevealed the patient presented to the outpatient home dialysis clinic with complaints of cloudy peritoneal effluent fluid. The patient was diagnosed with peritonitis and was treated as an outpatient with intraperitoneal (ip) vancomycin 1000 mg x14 days and cefazolin 1000 mg x14 days. It is unknown if a peritoneal effluent fluid culture and/or cell count was collected; however, causality was attributed to a touch contamination event during a daytime exchange. The patient contact admitted to breaching sterile technique during a newly prescribed daytime exchange.